Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported that they noticed that implant battery depletes differently and the stimulation turns off-on on its own. Pt mentioned they charge their implant every morning regardless of the current charge of the implant and they noticed "lately, last few months" their implant still had 100%, sometimes it would have 40% or 50% and some other times at 80% regardless of their activities. Pt mentioned after their appointment with the doctor recently they came home at 1 pm and they "only used 80%" of their charge. Pt added that they experienced some pain and noticed that the therapy wasn't stimulating because the stimulation was off. Agent reviewed information and redirected them to their managing hcp.